Event description:
It was reported that the pt was revised due to fracture of the tibial component and medial collapse.

Manufacturer narrative:
This report will be amended when our investigation is complete.